Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While receiving assistance with carelink software, the customer reported having a blood glucose level of 30 mg/dl. Customer reported that she did not treat for the low blood glucose level. No further information was provided.